Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to intolerable glare and monocular diplopia. The patient's symptoms have resolved since the lens was explanted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in half. The lens condition is consistent of a lens that was explanted from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.